Event description:
Customer reported a rh discrepancy on the abs2000. A historically a rh positive patient was reported as rh negative. The patient sample was tested by tube method using anti-d (monoclonal) series 4 and anti-d (monoclonal) series 5 and resulted in 1+ and 2+ reactivity, respectively.

Manufacturer narrative:
Results files from the customer's instrument indicated 98% and 93% negative reactions with anti-d series 4 and series 5, respectively. The customer was informed of the limitation in the operator manual that samples reacting 1+ or less in manual tube agglutination tests may be nonreactive by the corresponding abs2000 test. Customer did not send specimen for investigation testing. It is not possible to rule out the sample as a cause of the event.